Event description:
Customer reported receiving erratic readings on their adc meter. Customer reported receiving readings of 69 mg/dl, 254 mg/dl, 54 mg/dl and 415 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. Note: the device manufacture date is unknown. The date adc became aware of the incident is being used instead.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Two of the four readings, the customer reported were found in meter memory.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.